Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with vancomycin injection (1gram in four days, route and duration not reported), fortum injection (1gram daily, route and duration not reported) and imipenem intravenous injection (250 milligrams, twice a day, duration not reported) for peritonitis. At the time of the report, the patient outcome was not reported. Dianeal therapies were ongoing. No additional information is available.